Event description:
We have had several patients whose serum creatinine level has been significantly different on the I-stat machines versus core lab serum creatinine level.====================== manufacturer response for abbott I-stat machine, abott I-stat machine======================unknown.